Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter with the product mandrel in place. The balloon was tightly folded. The hypotube was completely separated 17cm from the strain relief. The hypotube fractured surface were ovaled, which suggests the device was kinked prior to separation. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that shaft break occurred. A 2.00mm x 25mm maverick²¿ balloon catheter was selected; however, during unpacking of the device outside the patient, the shaft of the balloon was found to be broken. The device was not used.

Event description:
It was reported that shaft break occurred. A 2.00mm x 25mm maverick²¿ balloon catheter was selected however during unpacking of the device outside the patient, the shaft of the balloon was found to be broken. The device was not used.